Manufacturer narrative:
A visual examination revealed the manufacturing and vendor seals were intact. A hole (about 2.5cm in length) was noted on the left side of the label. Slight scoring of the label beside the hole was also observed, as if a blade had scored across. The scoring started on the left side of the label and continued over the edge of the label to the pouch where the hole was observed. It is probable that the device was damaged during shipment. The damage most probably occurred when the shipment box was being opened, however this cannot be conclusively be determined. Based on the results of the investigation and the available information, the most probable root cause of this event is handling damage. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that upon receipt of a cre balloon, a slight cut or rip was noted in the pouch. According to the complainant, the package was compromised and delivered damaged. There was no patient or procedure involved.

Event description:
It was reported to boston scientific corporation that upon receipt of a cre balloon, a slight cut or rip was noted in the pouch. According to the complainant, the package was compromised and delivered damaged. There was no patient or procedure involved.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.